Event description:
In (B)(6) of 2008, I had to have a hip replacement. Since the replacement I've experienced pain, swelling, popping, grinding, and locking up. My pain level is so high that I have to take morphine 30 mg twice a day.